Event description:
Initial information received from a physician on 10/15/2009: a patient of an unknown age and gender was treated with an unspecified amount of poly-l-lactic acid [sculptra] (lot # and expiration date not provided) injections for an unspecified indication on an unspecified date. The physician reported the patient developed nodules in their tear trough area after the injection. Concomitant medications and relevant medical history were not provided. No further relevant information reported.